Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the displacement verification test was not ok. The customer¿s blood glucose level was unknown. The customer stated that the self test was ok. Customer was unsure about the damage to the drive support cap. The device will be returned for analysis.

Manufacturer narrative:
Device had cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot, cracked case at display window corners. (B)(4).